Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly installed in known good vela unit. Fluid ingress is visible on bottom right hand side of panel screen. The unit was powered on in service mode and the touch screen calibration test was performed. The calibration test failed. The customer issue of touch screen frozen and icons do not change, touch screen intermittent could not be duplicated. The vela front panel assembly was scrapped.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the touch screen to fix the reported issue. Made necessary adjustments for proper operation of unit. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that when they turned the ventilator on the touch screen comes up but is frozen and nothing happens when icons are touched. No patient involvement.